Event description:
The customer reported that the system had mixed saved images and a problem with the software. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during service call. The system was tested and found to be working as intended and put back into service.